Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed overall check on the instrument, which passed. The cse noticed vertical move errors on the reagent probe and lubricated both rails. The cause of the discordant, (B)(6) confirmatory (B)(6) result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) confirmatory (B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The customer received a plain red top tube sample from the floor (ID (B)(6)), spun it down and aliquoted off a partial sample into a tube. The sample was initially tested for (B)(6) on the same instrument, resulting (B)(6) for the presence of (B)(6). The result was reported out to the physician(s). The sample was automatically repeated in duplicate on the same instrument, resulting (B)(6) on one replicate and (B)(6) on the other. The sample was then run for confirmatory (B)(6) testing on the same instrument, resulting as confirmed. The discordant result was reported out to the physician(s). The following day, the customer pulled the original aliquoted tube and reran it on the same instrument, resulting (B)(6) for (B)(6). The customer then pulled an alternate tube drawn the previous day from the patient and ran it on the same instrument, also resulting negative. The customer then called the nurse on the patient's floor and requested to disregard the discordant results, and requested a new draw. A new sample was drawn from the patient ((B)(6)) and tested on the same instrument, resulting negative for hbsag. The customer then ran the original red top tube (ID (B)(6)) on the same instrument, resulting (B)(6) for (B)(6).t he corrected (B)(6) result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) confirmatory (B)(6) result.